Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been of their insulin pump for 5 months due to insurance issues. The customer stated that they are trying to reprogram their insulin pump, but when they attempted to deliver a bolus, no insulin exited. Customer's blood glucose level at the time 77mg/dl. No additional information was provided.